Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was not confirmed on the device. There was no error found on the device. There were no part(s) replaced and/or repair(s) for this issue. Additional findings not related to the malfunction/issue were contamination found on the blower assembly, machine flow sensor, tubing-low flow o2, in-line filter proximal, and blower bellows. The following parts were replaced as part of the four-year preventative maintenance on this device: muffler assembly, air foam inlet filter, and particulate filter.